Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced an under infusion. This occurred during infusion of 50mg of a non baxter drug in 250ml of normal saline for endometrial cancer chemotherapy. The customer stated that the infusion process was slow and that there was a 13 hour delay of the treatment. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 22, 2014 to may 23, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.